Event description:
It was reported that during the change out procedure of this patient's existing pacemaker, the right atrial (ra) lead was stuck in the header of the device. Insulation damage was then observed on the ra lead, so the ra lead had to be surgically abandoned and replaced as well. No additional adverse patient effects were reported.